Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (severely angulated aortic neck). (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 6.7 cm in diameter and 10.3 cm in length abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the non-aneurysmal proximal aortic neck diameter is 28-29 mm, total aortic neck length was 23cm. The bifurcated stent graft was implanted. It was reported that the physician planned a chimney technique and a stent was implanted at left lower renal artery (ra) using a guiding sheath. During the removal of the bare metal stent the sheath from the express stent got caught on the endurant suprarenal strut and was stuck. The sheath was finally removed changing the course of suprarenal stent with a balloon. However, the distal side of the sheath was broken away and was left at the bare metal site. Final angiography confirmed no issue on blood flow into ra, and no endoleak. The patient outcome was stable so that the procedure was completed. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.